Event description:
The pt's device system was removed due to infection. No replacement reported-system initially controlled symptoms but lost of effectiveness. Pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that blanchable erythema was seen at the site of the generator pocket. The patient had the following additional symptoms. Minimal headache, tenderness, itching, burning, and swelling. A biopsy of the pocket was conducted on (B)(6) 2008. A complete blood count (cbc) lab test was conducted on (B)(6) 2008 results of tests completed were not reported.

Manufacturer narrative:
This report is being submitted late due to a manufacturer employee error. Training is in place.

Event description:
It was further reported that the patient's red and white blood cell counts were low.